Event description:
It was reported that a patient with a medical history of dystonia underwent implantation of a percept rc implantable neurostimulator. The current implantable neurostimulator was noted by the patient's parents to require significantly more time to charge compared to the previous stimulator. Additionally, the neurostimulator switched off spontaneously on two occasions within a ten-week period, which was observed when the parents attempted to charge the system. No abnormalities in environmental, external, or patient factors were reported as contributing to the issue. Troubleshooting steps were not specified. The device remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause was undetermined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc serial# unknown: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported from the manufacturer representative stated that the recharge coupling was not optimal. Additionally the recharger shut off twice.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rep saw the patient in the outpatient clinic together with the hcp. When they looked at the charging history it was noticed that the coupling was not always ¿excellent¿. Looked at the report together with the parent of the patient and on the days the coupling was poor, someone else positioned the recharger. The rep explained that the recharging session takes longer when the coupling is not excellent. This explained the slow charging of the battery.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc, serial # unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulation was not always turned on in between june 1st and june 29th. More specifically, from the json file we can see that since the previous follow up (june 2nd), the stimulation was turned on approximately 25 days in total. For the remaining time (an approximate 3 days), stimulations has been turned off. From the json file we were also able to verify the reason as to why the device was turned off for this duration. On june 5th, the ins lost all of it¿s battery charge and depleted. As a result stimulation was lost. The ins was only charged and manually turned back on again on june 8th. The same behavior was seen on may 24th through may 25th. The battery discharged on may 24th, and was only charged and manuallyturned back on again on may 25th. Based on the data, we can confirm that the ins was turned off for a total of approximately 4 days (may 24th ¿ may 25th and june 5th ¿ june 8th), due to a discharged battery. Other than these two instances, the data does not support any other occasion where the battery was turned off (since may 2025). According to the data, stimulation has been turned on for the remaining time in between both sessions (june 2nd and june 30th).